Manufacturer narrative:
A trial patient experiencing lead migration was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2023-04038. It was reported that the patient's scs trial leads had migrated. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were explanted and replaced. Therapy was restored post operatively.